Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. H3 other text : not returned.

Event description:
This pi is for the 2021 periprosthetic fracture. A patient specific implant request was received for the patient's right distal femoral replacement. Noted on the form: revision of cemented tibial component for old stanmore dfr to mate with in situ distal femoral component. UK: 1989 stanmore distal femoral hinged endoprosthesis following resection osteosarcoma r distal femur. (Not noted: patient's femoral component revised in 1993, tibial component retained) 1998 exchange bushings. New zealand: (B)(6) 2011 exchange bushings. (B)(6) 2020 exchange bushings. Underwent percutaneous plating 2021 for diaphyseal periprosthetic tibial fracture (united). Tibial component loosening - for revision.